Manufacturer narrative:
An event of calcification causing stenosis and regurgitation was reported. The results of the investigation are inconclusive since a valve in valve procedure was performed and the device remains implanted and therefore not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(4) 2008, a 23 mm trifecta valve was implanted. On (B)(4) 2018, the patient was diagnosed with structural valve deterioration (calcification causing stenosis) with a peak velocity 4.0 m/s, mean gradient 35 mmhg, eoa 0.85 cm2 and mild-to-moderate valvular regurgitation. The mean gradient was reported to be 9 mmhg in (B)(4) 2013. The patient had a decrease of at least one nyha class; however, no treatment has been provided. The patient will be evaluated for a valve-in-valve procedure but a date has not been confirmed at this time. (Clinical study patient ID: (B)(4)).